Event description:
Customer reported instrument malfunction while vasopressor was running. Prompt on screen was "instrument failure." Customer stated the pt experienced an immediate drop in blood pressure due to missed medication (vasopressor). The infusion pump was replaced. No medical intervention was reported. Although requested, no additional info has been provided.

Manufacturer narrative:
Manufacturer's report date: 10/06/2010. (B)(4). Age at the time of event: 51-100 years. The product was received; investigation is not complete. A follow up report will be submitted with the investigation findings.